Event description:
It was reported that an interlink 3-port manifold IV set leaked due to difficulty tightening the distal luer. This occurred during patient infusion. The reporter stated that after tightening the distal luer, the connection loosened and the device leaked from the connection. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.